Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, epic orders for esketamine were not crossing over timely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing. A technical support specialist (tss) confirmed the cce heartbeat was current and orders were crossing, but esketamine orders did not cross. The orders were not available in the server under the patient. Tss ran queries for the patient ID and order ID, but no results were found in the database. Tss requested hl7 messages from the customer, who verified the issue was due to epic errors in patient admission. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.